Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-nov-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 1000mcg/ml at 162.4mcg/day via an implantable pump. The other medications the patient was taking at the time of the event were clorazepate, oral baclofen prn, topical lidocaine-prilocaine. The indication for use was intractable spasticity and cerebral palsy. The patient¿s medical history included cerebral palsy with spastic diplegia, constipation, developmental delay and muscle spasm. On (B)(6) 2018 it was reported that the patient¿s pump was electively explanted due to expected eol (end of life). When the existing catheter was disconnected form the pump, there was no retrograde flow of csf (cerebral spinal fluid) either spontaneously, nor with valsalva, via a syringe attached to a needle nor via the cap (catheter access port). There were no environmental, external or patient factors that may have led or contributed to the issue or any diagnostics or troubleshooting performed. The surgeon opted to replace the entire catheter and when explanted the existing catheter the surgeon deliberately cut the catheter to remove. The catheter was explanted and replaced. The patient was started on a lower infusion rate of 80mcg/day from the previous 162.4mcg/day. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was notes as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
H3: the catheter was returned, and analysis found coring-tear-cuts in the seal of the sutureless connector that met leak criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that during routine replacement of the pump for end of service, surgical observation revealed an occluded catheter/catheter was discovered to be occluded. It was noted they were unsure if the catheter was occluded or kinked. The catheter was explanted/replaced on 2018-(B)(6). The device diagnosis was catheter occlusion. The outcome of the event resolved without sequelae on 2018-(B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.